Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address infection. Osteolysis was discovered intra-operatively. Doi: 2009, dor: (B)(6) 2012. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Infection after this length of time implanted is not likely to involve a device / device processing error. It is also reported that a competitor femoral head was implanted with the depuy liner. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address infection. Osteolysis was discovered intraoperatively.